Manufacturer narrative:
As of today, no additional information is available. At this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) received shock therapy. Upon device interrogation the device was at end of life and displayed a fault code. The charge time was recorded at 32.8 seconds and the monitoring voltage was 2.17 volts. The local field representative reviewed the therapy episode details. There were therapy attempts that did not result in a shock because of a charge timeout. The technical services (ts) consultant discussed that the fc seen was due to charge times of greater than 45 seconds. Ts recommended that the device be explanted. Subsequent information indicates that the device was explanted without complication. The device was sent to pathology and will not be returned for analysis. There were no additional adverse patient effects reported.